Event description:
A doctor's office alleged that multiple patients had experienced the loss of a veneer after placement with the optibond xtr and nx3 products; however, specific patient or incident information could not be recalled.

Manufacturer narrative:
Specific patient information with regard to the number of patients affected, age, gender, or weight was not provided. The office reported that the veneers were either re-cemented or replaced for each of the patients. To date, each of the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.